Event description:
It was reported that the patient presented remotely for follow-up. Upon review, it was found that the right ventricular (rv) lead exhibited under-sensing and had diminished r-waves, in addition to increased capture thresholds. The rv lead was found to be dislodged. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable.